Event description:
The above device gave a "no diagnostic data is available for the current pulse generator ram configuration" message when the sales representative attempted to do " inquiry, telemetry, and print."

Manufacturer narrative:
The device was not returned to the MFR. An investigation was performed and below are the results. The diagnostics were disabled by the user before the inquire telemetry and print was performed. The message "no diagnostic data is available for the current pulse generator ram configuration" is the appropriate message for the cosmos ii family of pacers. The software behavior described in this event works as per design. The device operates as intended.